Event description:
Additional information received on (B)(6) 2012 reported that the health care professional (hcp) was unable to aspirate the catheter. It was also noted that the patient resolved without sequelae on (B)(6) 2012.

Event description:
An abnormal catheter evaluation was reported. The patient had accidently fallen mid (B)(6) 2012, after procedure which was indicated as not related to device or therapy; patient fell at market on left side 1 day post- surgical implant of entire infusion system. Catheter access port (cap) contrast study was done (B)(6) 2012 and the hcp was only able to aspirate less than 2cc's of csf through the side access port. On (B)(6) 2012, the hcp gave an increase of 51% of infusion through pa remote boluser to ascertain if the patient was receiving medication through the catheter. The patient tolerated the increase. On (B)(6) 2012, a catheter access port (cap) contrast study was done and the catheter appeared fractured; site was preparing to do a catheter revision. The event was noted as ongoing. The pump delivered morphine and bupivacaine.

Manufacturer narrative:
Catheter: model # 8711, serial # (B)(4), implanted: (B)(6) 2012, explanted: unknown. (B)(4).

Event description:
The patient was noted to have fallen on (B)(6) 2012. A catheter revision was performed on (B)(6) 2012. On (B)(6) 2012 the revised catheter was evaluated and noted to be 'normal.' Please see manufacturer's report #3004209178-2013-03823. A volume discrepancy and heart attack were reported in (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).